Event description:
It was reported that the physician programmer crashed, a broken programmer screen was seen, during the post refill update. It wiped out the programmed information. The health care provider (hcp) reportedly couldn¿t remember any codes on the screen at the time of the crash. The hcp at the time of report hadn¿t troubleshot the programmer yet. It was also noted the software card¿s memory level was 17 percent. It was also noted the programmer had crashed on them a couple of other times as well and the hcp wanted a new programmer. They used another programmer and were able to update the patient¿s pump. No patient symptoms were reported. It was later reported the patient was doing well and receiving effective therapy. The device system was used to deliver lioresal. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# (B)(4), product type: programmer, physician. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Upon device return, analysis of the programmer found the complaint to be unverified. The case front was found to be damaged. C100.